Event description:
It was reported to Boston Scientific Corporation that a Speedband Superview Super 7 device was used in the Anus during an Endoscopic ligation of internal hemorrhoids procedure performed on (b)(6) 2026. It was reported that during the procedure, the band could not be deployed normally. The procedure was completed with another Speedband Superview Super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
BLOCK E1: INITIAL REPORTER FACILITY NAME: (B)(6) HOSPITAL (B)(6). BLOCK H6: IMDRF DEVICE CODE A050501 CAPTURES THE REPORTABLE EVENT OF BANDS FAILURE TO DEPLOY.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT A SPEEDBAND SUPERVIEW SUPER 7 DEVICE WAS USED IN THE ANUS DURING AN ENDOSCOPIC LIGATION OF INTERNAL HEMORRHOIDS PROCEDURE PERFORMED ON (B)(6) 2026. IT WAS REPORTED THAT DURING THE PROCEDURE, THE BAND COULD NOT BE DEPLOYED NORMALLY. THE PROCEDURE WAS COMPLETED WITH ANOTHER SPEEDBAND SUPERVIEW SUPER 7 DEVICE. THERE WERE NO PATIENT COMPLICATIONS REPORTED AS A RESULT OF THIS EVENT. THE PATIENT'S CONDITION FOLLOWING THE PROCEDURE WAS REPORTED TO BE STABLE.

Manufacturer narrative:
Block E1: Initial Reporter Facility Name: (b)(6) .Block H6:IMDRF Device code A050501 captures the reportable event of Bands Failure to Deploy.Block H2: Device Evaluation: Block H11: Investigation Results:The complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event.A Similar Complaint Review was completed; there were no emerging trends identified that warrant further action.There is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.